Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 600 mg/dl. Customer also stated that the meter was showing blood glucose level below and over 600 mg/dl. Customer experienced symptoms such as nausea because of high blood glucose. Customer also stated that they did not want to call emergency. Customer not using auto mode feature on insulin pump and no insulin flow block on insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.